Event description:
The hcp reports the patient presented in 2005 with fever, redness, swelling, drainage, incisional wound opening of the lumbar region, and meningeal signs and symptoms. The patient had previously been diagnosed with a cerbrospinal fluid leak. A culture of lumbar region was positive for klebsiella and pseudomonas and the patient was diagnosed with meningitis. The patient was treated with both IV and oral antibiotics and total device system explant. The infection is reported to have resolved. The patient had risk factors of debiliated status and post op wound or skin contamination.